Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a (B)(6) male patient. The patient had clinical history of heart failure, acute coronary syndrome, hypertension, pneumonia, and respiratory failure. The abbott result was 3.696 ng/ml (reference range <0.0342 ng/ml), and the retest result was 3.479 ng/ml. The result of baditai tni was 0.01 (reference range <0.04 ng/ml) and the result of beckman hstni was 0.02 ng/ml (reference range <0.03 ng/ml). The roche tnt test result was 0.313 ng/ml (reference range: <0.014 ng/ml. The customer believes the negative beckman result is correct. No impact to patient management was reported.the customer observed falsely elevated architect stat high sensitive troponin-I results for a 93-year-old male patient. The patient had clinical history of heart failure, acute coronary syndrome, hypertension, pneumonia, and respiratory failure. The abbott result was 3.696 ng/ml (reference range <0.0342 ng/ml), and the retest result was 3.479 ng/ml. The result of baditai tni was 0.01 (reference range <0.04 ng/ml) and the result of beckman hstni was 0.02 ng/ml (reference range <0.03 ng/ml). The roche tnt test result was 0.313 ng/ml (reference range: <0.014 ng/ml. The customer believes the negative beckman result is correct. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 62226ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the information within the complaint record, the devices met performance specifications at the customer site. Further, a systemic issue and/or product deficiency was not identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a 93-year-old male patient. The patient had clinical history of heart failure, acute coronary syndrome, hypertension, pneumonia, and respiratory failure. The abbott result was 3.696 ng/ml (reference range <0.0342 ng/ml), and the retest result was 3.479 ng/ml. The result of baditai tni was 0.01 (reference range <0.04 ng/ml) and the result of beckman hstni was 0.02 ng/ml (reference range <0.03 ng/ml). The roche tnt test result was 0.313 ng/ml (reference range: <0.014 ng/ml. The customer believes the negative beckman result is correct. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98.